Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No blinking screen, blank display, display anomaly or unexpected audio or beep anomaly noted. Unable to verify for back light, low battery, off no power, battery indicator anomaly and perform functional testing due to no button response. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot. No damage inside the insulin pump noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, alarmed off no power without a low battery indicator, and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that he was unable to get the button error alarm to clear at times. He stated that he could not get the backlight to turn on. He also noted that the insulin pump was making noises and had shut off unexpectedly without turning back on. He noted that he may have gotten sweat on the device. He noted that his blood glucose was usually on the verge of getting low blood glucose. He stated that he tried not to eat too much. He noted that the insulin pump had fallen from a sitting position. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.